Event description:
Event reported by nursing staff of surgeon's as access port replaced due to a suspected leak. Follow-up findings: event further clarified as patient presented to surgeon complaining of no restriction. The 10.0 cm lap-band was implanted by another surgeon approximately three years ago. The surgeon performed a portogram-contrast injected into the port, a leak was noted around the tubing where the port connects to the band tubing. The patient was scheduled for surgery and a new access port was inserted.

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to a taper ii. Analysis of the device noted an opening on the port tubing located near the port/injection site (this is the portion of tubing located between the stainless steel connector and the port, not between the stainless steel connector and the band). The opening on the port tubing may be wear related as there's no clear evidence of surgical damage. This breakage may have been the cause of the leakage. Performance tests indicate leakage from the bottom of access port. Another breakage was noted in the port tubing. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."